Event description:
New information received notes that it was not known if the noise was related to the lead or the device header.

Event description:
It was reported that the device was explanted and replaced due to noise. Patient was fine after the procedure.

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.